Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that base hardware failure; failed value = 24.0000 was recorded in history. During analysis, base hardware failure was found at power up. It was noted that the interconnect board was did not operate as intended and was the cause of the reported issue. Service replaced the interconnect board to correct the reported issue. Service also performed power up process and preventive maintenance and all functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware failure. There was no reported adverse event.